Event description:
User received erroneous sodium results over a two day period for 9 patient samples. One example was determined to be discrepant. Initial result was 127 mmol per l, repeat result was 134 mmol per l. Erroneous result was reported. Patient was not adversely affected. If additional information is received, appropriate notification will be provided.